Manufacturer narrative:
On 21-jun-2021, mentor became aware that this reportable event information was received in error; mentor is not the manufacturer or importer of the suspect medical device. The suspect medical device was manufactured by allergan. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast augmentation with 275cc mentor smooth round moderate plus profile saline breast implant experienced left-sided implant deflation postoperatively. As a result, the patient underwent explantation and replacement with like device, catalog # 3502275, left lot-serial # (B)(4) and right lot-serial # (B)(4) on (B)(6) 2019.